Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
T2 gtn nailing target device missed the screw hole in the nail. We attempted to drill the proximal screws and the drill bit was hitting the nail and not going through the center of the nail hole. This caused the drill bit to break off inside the patient and we could not get it out.

Manufacturer narrative:
The returned device matched the report, and the event was not confirmed. Deviations in the DHR and inspection records (target device) were not found. The item was documented as faultless prior to distribution. A function test (pre-operative check) revealed targeting function still being given in full on the targeting arm. A mistargeting was not verified. The event could not be reproduced. A more precise statement is not possible with the information given. No deviation found during risk analysis review. No non-conformity was identified.

Event description:
T2 gtn nailing target device missed the screw hole in the nail. We attempted to drill the proximal screws and the drill bit was hitting the nail and not going through the center of the nail hole. This caused the drill bit to break off inside the patient and we could not get it out.